Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical functions are normal. The patient will be monitored. The patients condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.